Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted on into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The customer posted a notice on their 'bulletin notice board' that the biolox delta ceramic head had a foreign body / black speck on the foamy packaging. Another device was used to complete the case.

Manufacturer narrative:
An event regarding foreign matter involving a ceramic head was reported. The event was confirmed following visual inspection. Conclusions: the cause of the event was determined to be a manufacturing issue. Nc has been opened to further investigate the issue. The presence of foreign material was a result of a failed inspection as per the requirements and did not meet specification. Procedure for evaluation of the integrity of sterile barrier system seals.

Event description:
The customer posted a notice on their 'bulletin notice board' that the biolox delta ceramic head had a foreign body / black speck on the foamy packaging. Another device was used to complete the case.